Event description:
According to the reporter, during a gynecology procedure, the handpiece had inadequate/partial seal (with evidence of energy delivery and end tones heard), and it bleeds after cutting. The tissue was being sealed outside the jaws but not inside; that includes bad hemostasis. There was no re-grasp alarm and no blood transfusion necessary or done to the patient. The device was connected to the generator, and they continued to operate without the device.

Manufacturer narrative:
D10 concomitant products: lf1923 - jaw open lf1923 ligasure maryland 23cm, lot# 41850044x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.